Event description:
This lv lead was implanted on (B)(6) 2006. A call to technical services on (B)(6) 2011 states that patient was optimized, both av and vv timing. Why only 89% rv pacing and 23% lv pacing. Reviewed possible sources including rbbb, left sided pvc's, farfield sensing on the lv of p waves. Suggested she turn off lv sensing, immediately lv pacing. Discussed that there were other solutions including lv agc, lv lead configurations or both. Ultimate solution is turning off lv sensing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).